Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call no delivery alarm, failed battery test, rewind anomaly and physical damage on the insulin pump. Customer¿s blood glucose level was unknown. Customer advised the insulin pump was cracked, made loud noises, rejected new batteries and failed to complete the rewind process. Customer was unable to be reached to troubleshoot the insulin pump. The insulin pump will not be returned for analysis.